Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Ptc investigation result was received on 02-oct-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events and lack of efficacy is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events / lack of efficacy and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced inconsistent bleeding (interpreted as genital bleeding). She became pregnant then she miscarried. A hysterectomy was performed and during surgery began to bleed out, cant stop the bleeding and it was reported that one of her coils had migrated and punctured an artery (seen as device migration). Miscarried is an unlisted event according to the reference safety information for essure while the other events are listed. All these events are serious due to their medical importance. In this case, it was unknown whether essure was in-situ during conception or got pregnant as consequence of migration. The occurrence of bleeding during surgery (hysterectomy) could be related to this procedure. Considering the nature of the events, except for miscarriage, a causal relationship with suspect insert cannot be excluded. With regards to the event miscarried, since no information on gestational age was provided and considering that a mechanical interference of essure micro-inserts in early developing pregnancy is unlikely, a causal relationship with suspect insert can be excluded. This case was regarded as incident since a surgical intervention was performed. Additionally, non-serious events were reported. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events / lack of efficacy and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-1015, awareness date 29-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on an unspecified date. Consumer was allergic to nickel. Consumer husband reported that procedure was painful for his wife. After 3 weeks she started to notice weight gain and pain during sex. She also started having horrible migraines and abdomen pain. In (B)(6) 2013 she fell and broke her ankle. Doctor told the nickel on essure was causing her bones to deteriorate. She looked constantly 7 months pregnant, had inconsistent bleeding and horrible cramping. Eventually, she got pregnant then she miscarried. On an unspecified date she had a hysterectomy performed. During surgery she began to bleed out, one of her coils had migrated and punctured an artery, but doctor were able to save her. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced inconsistent bleeding (interpreted as genital bleeding). She became pregnant then she miscarried. A hysterectomy was performed and during surgery began to bleed out, cant stop the bleeding and it was reported that one of her coils had migrated and punctureded an artery (seen as device migration). Miscarried is an unlisted event according to the reference safety information for essure while the other events are listed. All these events are serious due to their medical importance. In this case, it was unknown whether essure was in-situ during conception or got pregnant as consequence of migration. The occurrence of bleeding during surgery (hysterectomy) could be related to this procedure. Considering the nature of the events, except for miscarriage, a causal relationship with suspect insert cannot be excluded. With regards to the event miscarried, since no information on gestational age was provided and considering that a mechanical interference of essure micro-inserts in early developing pregnancy is unlikely, a causal relationship with suspect insert can be excluded. This case was regarded as incident since a surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring.